Event description:
A hospital in (B)(6) reported that the expiratory tube of an rt235 infant breathing circuit could not be connected to the (B)(4) heater wire adapter. The customer stated that the plastic housing for the heater wire adapter on the circuit was actually too small for the heater wire adapter to fit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The device is currently en route to the manufacturer for inspection. We will provide a follow up report with the results of our investigation.